Manufacturer narrative:
No malfunction alleged. Info indicates consumer was exiting a public transport vehicle and drove off a ramp that was not fully extended. User advised, they had asked the attendant if it was okay to transgress the ramp at the time and attendant allegedly advised it was. Dealer inspected the chair and no discrepancies were observed. MDR filed based on injury claim.

Event description:
The dealer states the consumer was exiting a van service via the van lift when the wheelchair allegedly tipped forward off the van ramp that was not fully extended resulting in a broken bone in their knee.